Manufacturer narrative:
Patient city: (B)(6). Patient country: poland.

Event description:
Reference number (B)(4). Event occurred in poland. It was reported that the patient experienced an infusion set not adhering issue due to tape not sticking event on (B)(6) 2026. No further information available.